Manufacturer narrative:
Device investigation: results: the coil is stretched and unwound but still attached to the distal detachment tip (ddt) of the pusher assembly. The pet-lock at the proximal end of the coil is still intact. Conclusions: the complaint has been evaluated. The complaint indicates that there was resistance felt while trying to advance the coil through a pxslim microcatheter. Evaluation of the returned product revealed that the coil is stretched and severely damaged but still attached to the pusher assembly. There is no indication of any issue with the coil that would have caused resistance with the pxslim microcatheter. It is possible that the microcatheter was kinked or damaged, causing resistance with attempting to advance the coil as evidenced by the physician's decision to pull another microcatheter. However, the pxslim microcatheter was not returned and therefore cannot be evaluated. The cause of this issue is unknown. The additional returned pusher assembly showed no signs of damage and appeared to have functioned properly. It is not considered part of this complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The patient was undergoing an embolization procedure using a ruby coil. During the procedure, the physician felt resistance as he pushed the coil through the catheter. The coil would not exit the catheter; therefore, the catheter was removed along with the coil. A new catheter was placed to complete the procedure.